Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
The complaint was received through a direct call from the customer to the emergency support program. The reporter called for stating when they attempted to put in a sensation plus 50cc balloon during insertion, the balloon ruptured while they were trying to advance the balloon through the sheath. No harm or injury to the patient was reported.